Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined system had an issue where order numbers are not visible to the customer when they are on the "due now" tab. The technical support specialist advised the customer to adjust the settings, specifically the interface setup and the external order frequency codes. The engineer verified that the "due now" feature should function properly once the new settings have been saved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an issue where order numbers are not visible to the customer when they were on the "due now" tab. The customer reported that the malfunction arose when the user attempted to administer medication to the patient, resulting in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.